Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 11aug2020. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) including power cable disconnect alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The system controller (serial number (B)(6) was evaluated following the reported event of power cable disconnect alarms. The submitted log file and periodic log file contained data spanning approximately 10 days (B)(6) 2021 per the timestamp). The log files captured intermittent atypical power cable disconnect alarms throughout the log files while connected to battery power. There were no events in the log files that indicated an issue with the system controller. Provided information stated that exchanging the battery clip resolved the low voltage alarm. The reported event could not be correlated to an issue with the returned system controller and the reported event of power cable disconnect alarms could not be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's battery clips were exchanged and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several power cable disconnect alarms. The power cable was well connected during the alarms. The power cable was reconnected, however the alarms persisted. The patient had a system controller and battery clips exchanged for low voltage alarms in (B)(6) 2021. Review of the patient's log files showed power cable disconnect events. Each of these events was associated with an unusual rsoc voltage value recorded by the controller. The power cable disconnects were noted to be occurring on the black lead.